Event description:
It was reported that the device was explanted after implant duration of zero days, due to central mitral regurgitation. Information learned from implant patient registry and from the surgeon's response.

Event description:
It was reported that the device was explanted after an implant duration of zero days due to unknown reasons. No further details were provided. Information learned from implant patient registry. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to regurgitation and that the device was available for return. However, per the pathology dept., the device will not be released without a sigend patient release. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.

Manufacturer narrative:
Device not returned.